Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the intermittent image issue. The technical service representative reported that when the spectrum smart cable was connected to either a single use blade or a video baton 2.0 large, the spectrum smart cable ceased to be recognized by the monitor when the cable was manipulated. Since the customer had already received a replacement glidescope spectrum smart cable, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency procedure, using a glidescope spectrum smart cable, there was an intermittent image. The customer's biomed reported that when the cable was flexed, the image blinked in and out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.